Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracture of implant") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), rash ("skin rashes"), migraine ("migraines") and depression ("depression"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, genital haemorrhage, pelvic pain, rash, migraine and depression outcome was unknown. The reporter considered depression, device breakage, genital haemorrhage, migraine, pelvic pain and rash to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.